Event description:
While patient was being transported from the cath lab to MRI, the unit alarmed "system error" and the flow stopped to the patient. The emergency hand crank was then utilized while an internal perfusionist was contacted. The unit was powered down then powered up and it began to work normally. (B)(4).